Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding patients implanted with an implantable neurostimulator (ins). It was reported that patient had been having issues with their device, patient stated that when they lay down, they get shocks across the chest and to the fingers. Patient noted that they are in a deep brain stimulation support group and several people said they had the same thing. Patient noted that some mentioned polarity change. No further patient complications were reported/ anticipated as a result of this event